Manufacturer narrative:
(B)(4). The patient was diagnosed with (B)(6). The patient was treated with unknown antibiotics. The cause of the peritonitis reportedly was constipation and retraining occurred on (B)(6) 2011. The patient has recovered from this event. The facility nurse indicated the peritonitis was unrelated to baxter solutions or products.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (h11b28061) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown, therefore no evaluation or batch review was performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Event description:
The customer initially contacted baxter's technical service center regarding a cloudy drainage which occurred on the homechoice during use, during drain. The hp also stated that they had peritonitis before and thinks that may be the case. The hp was not experiencing any pain or discomfort. The tsr advised the hp to call their nurse as soon as possible. During a follow up call on (B)(6) 2011, the facility nurse indicated: the patient did mention the cloudy drainage bag. The pd rn stated the patient is fine and has been continuing therapy as normal. No patient injury or medical intervention was indicated at the time of the initial report. During a second follow up call on (B)(6) 2011, the facility nurse confirmed that patient had experienced an episode of peritonitis in (B)(6) 2011. It is unknown what interventions were required. It is unknown what labs or cultures were performed.